Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Revision surgery is reportedly scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the epoxy header region. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed the mechanical tests performed. The internal visual inspection revealed that a resistor had a corroded trace. It is believed that the failure of this device was caused by a loss of hermetic seal based on the presence of corrosion on the resistive film material and the shift in resistance value of a resistor. In addition, the assessment of the intrusion of the dye penetrant into the implantable cochlear stimulator inner cavity due to a fine leak failure in the feed thru assembly ultimately caused the device to cease functioning. Although, this could not be concluded with the residual gas analysis as this test was compromised due to damage to the device sustained during the failure analysis process. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however the issue did not resolve. Revision surgery will be scheduled.